Event description:
The customer reports a crack in the hub.

Manufacturer narrative:
Qn# (B)(4). The customer returned one connector assembly for evaluation. The catheter body was not returned. The sample contained obvious signs of use in the form of biological material. Visual examination of the returned connector assembly revealed that the venous (blue) extension line luer hub was cracked. This crack is consistent with over-tightening the luer hub. The luer hub also contained circular white marks, indicating that excessive torqueing also contributed to the damage. No other defects or anomalies were observed. The connector assembly was leak tested by attaching a 5 ml lab syringe filled with water to each luer hub and depressing the plunger. When the venous line was tested, water leaked out of the crack in the extension line hub. Testing the arterial extension line did not reveal any leaks. A device history record review could not be performed as no lot was reported and sales history was unavailable. The IFU provided with this kit cautions the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure". The customer report of a cracked luer hub was confirmed by complaint investigation. The venous extension line contained one large crack. A functional leak test was performed and no other cracks were detected. Based on the time of discovery and the sample received , it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports a crack in the hub.